Event description:
The following description of the event is a summary of the info documented by carefusion in the response to information provided by a user facility rep(s). Unit's fio2 delivery is out of specifications, issue noted during pre-use check off.

Manufacturer narrative:
(B)(4). The carefusion factory svc dept evaluated the device, verified the complaint and identified that the device's oxygen control knob was out of calibration. However, carefusion factory svc dept was not able to determine how the device's oxygen control knob drifted out of calibration. The carefusion factory svc dept re-calibrated and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specifications. Upon completion the device was returned to the user facility ready to be placed back into svc.